Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having nasal/throat irritation or soreness. The patient also alleged particles in airway from device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received an additional information on patient alleging heart attack and stroke. The device was returned to a manufacturer investigation laboratory. The device has been externally and internally inspected by the manufacturer. The evaluation result found dust/dirt contamination, unknown debris, mineral deposits suggesting water ingress, white dust contamination, keratin. The lab investigation confirmed no evidence of degraded sound abatement foam using a foam integrity test tool (fitt). The presence of contamination in airpath was confirmed that suggests a source external to the device. The investigation was unable to directly address the symptoms outlined in complaint. In this report, box a, d, g, h has been updated/ corrected.